Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing due to oversensing of what appears to be emi. The noise was fast, regular, and non-physiologic. No other similar episodes have been observed, and no noise could be created in clinic. No changes were made and the patient will continue to be followed.